Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02493. The pt received two leads as part of his scs system. It was reported the pt could not increase the amplitude of his stimulation as it was auto-reducing. Diagnostic testing exhibited invalid impedance readings. An x-ray revealed a kink in one lead at the anchor site and the other lead had migrated. The physician explanted and replaced both of the pt's leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.